Event description:
A report was received that the patient was experiencing communication issues between the ipg and external equipment following an MRI. The bsn representative attempted to use alternate chargers and remote controls, but all attempts failed. Physician recommended ipg replacement.